Event description:
It was reported that when the devices were used during a hernia repair procedure, the device would not deliver staples. Opened another device to complete the case. There was no consequence to pt.